Event description:
(B)(6) is the initial importer of the device which is a cane branded hurryworks. The device has not been returned for evaluation. We are awiting the correct model number for the device. We will file a followup submission when additional data becomes avilable. The cane's wrist strap became detached from the cane's shaft slipping to the base of the shaft. My end-user stepped on the detached band with her my next step and the cane did not move. She fell breaking her fall with her wrist. Her wrist broke.